Event description:
The pt reportedly, experienced intermittency issues followed by a loss of lock between his external equipment and implant. External equipment was exchanged. However, the problem was not resolved. Testing performed by representative showed that the device was not functioning. Surgery to explant the pt's device will be scheduled.